Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, the farawave catheter was unable to be undeployed. The catheter was replaced, the procedure was completed and the patient was stable. The device was received for analysis and investigation is still in progress. It was further reported and clarification was provided that before entering the patients body, the device was tested, and it was noted that after the catheter was deployed into flower shape, the device was undeployed, it would undeployed into a basket shape but could return to its original shape of a catheter. The device was manipulated as per IFU, but the catheter could not be retrieved into the sheath. There was no issue with flushing. The type of guidewire used is a merit inqwire guidewire. The catheter was not deployed without a guidewire inserted. There were no abnormalities during preparation or deviations from preparation instructions. The issue occurred during testing before entering the patients body.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, the farawave catheter was unable to be undeployed. The catheter was replaced, the procedure was completed and the patient was stable. The device was received for analysis. It was further reported and clarification was provided that before entering the patients body, the device was tested, and it was noted that after the catheter was deployed into flower shape, the device was undeployed, it would undeployed into a basket shape but could return to its original shape of a catheter. The device was manipulated as per IFU, but the catheter could not be retrieved into the sheath. There was no issue with flushing. The type of guidewire used is a merit inqwire guidewire. The catheter was not deployed without a guidewire inserted. There were no abnormalities during preparation or deviations from preparation instructions. The issue occurred during testing before entering the patients body.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was visually inspected, and no damage was observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire was unable to fully inserted due to damage inside the guidewire lumen. The catheter handle was dissected, and it was noted that the guidewire lumen was broken inside the distal inner hypotube. This damage was caused by some type of mechanical stress applied to the interior layers of the guidewire lumen, resulting in the guidewire lumen collapsing and breaking.